Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her reservoir was leaking and that they were able to see bubbles from the leak. Customer reported that her blood glucose readings were high. Customer's last blood glucose readings were 340 mg/dl and have treated with the insulin pump. Customer further stated that the leak occurred when trying to change the insulin. No further information reported.